Manufacturer narrative:
Updated fields: d9, g3, g6, h4, h6, h11. The mlx 300w xenon lightsource (00mlx) was not returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. The 00mlx mlx 300w xenon lightsource was not returned for evaluation after three good faith attempts (gfes) were made. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. However, the probable root cause for the bracket inside the unit that holds the glass square for this 00mlx mlx 300w xenon lightsource being broken and smoking is damage caused by rough handling/environmental damage. The reported complaint could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) bracket inside the hold glass square was broken, was smoking through the front hole, was flickering, and had no light. There was no patient involvement; therefore, no injuries, deaths, or surgical delays were reported.